Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading is 65 mg/dl. Customer had bolused late and was preparing to eat breakfast when the insulin pump alarmed button error. The blood glucose is rising after the meal. Customer stated that the insulin pump did not deliver the programmed bolus. Customer is a brittle diabetic and he wakes up low. The insulin pump will be replaced. Nothing further reported.